Manufacturer narrative:
(B)(4) follow up for device evaluation. The customer reported that the cannula was breaking and that the rubber stopper was being depressed into the vial. To support the investigation, seven samples and four photographs were received for evaluation by the quality team. Two samples arrived in sealed blister packaging and five arrived without blister packaging, one additional empty, opened blister was also received. A visual inspection was performed. Four of the samples without blister packaging exhibited damage at the top of the needle hub, the remaining three samples showed no damage. Approximately 1 32 inch below the top of the needle hub, marks or indentations were observed at each rib that appear consistent with tooling contact. The manufacturing process is fully automated and does not include any conditions that would generate such marks. No defects or imperfections were observed on the sharp spike. The four photographs provided show the samples received. Please note, these products are intended for use with pre slit interlink injection sites and are not compatible with conventional injection sites. A device history record review was completed for material number 303367, lot 5267530. The review did not identify any quality issues during manufacturing that could have contributed to the reported condition. There were no related quality notifications, and all processes and final inspections met specification requirements. Based on the investigation and analysis of the returned samples, the customer reported condition is confirmed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by the customer that vial access cannula breaking in half. No patient harm.